Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 and 489 mg/dl. The customer also reported that the insulin pump had motor error alarm and partial display. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. Customer was able to complete pump rewind. The drive support cap appears normal. The insulin pump was returned for analysis.